Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("after the insertion of essure, symptoms began, such as pain, bleeding") in a 45-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Concurrent conditions were listed as uti and pelvic pain female since 2020 as well as uterine inflammation. In 2015, the patient had essure inserted. Essure was removed on (B)(6) 2021. On unknown date she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("after the insertion of essure, symptoms began, such as pain, bleeding"), back pain ("lower back pain"), headache ("head pain"), metal poisoning ("increase in nickel in the body"), abdominal pain lower ("lot of cramping"), abdominal distension ("swelling in the abdominal area") and inflammation ("inflammation"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, genital haemorrhage, headache, inflammation, metal poisoning and pelvic pain to be related to essure administration. The reporter commented: it is believed that after years of medical negligence, it was found that the pelvic and lower back pain were directly linked to the use of contraceptives, however, due to medical negligence in advising the urgent withdrawal of the contraceptive, the patient suffered irreversible damage to her uterus and tubes, which had to be withdrawn concomitantly with the essure contraceptive. The patient underwent preventive exams and prior to the insertion of the contraceptive, enjoying good health, not presenting any contraindication for the method, informs that after the surgery, the patient began to present a series of anomalous events, such as excessive bleeding, pelvic pain, in the lower back and head. The patient reported her complaints in the following consultations, and any accident with essure was ruled out, meaning she did not receive any medical support or efficiency. It is believed that after years of medical negligence, it was found that the pelvic and lower back pain were directly linked to the use of contraceptives, however, due to medical negligence in advising the urgent withdrawal of the contraceptive, the patient suffered irreversible damage to her uterus and tubes, which had to be withdrawn concomitantly with the essure contraceptive. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan vagina] on (B)(6) 2020: normopositioned avf (anteverted anteflexed uterus) uterus with regular contours, homogeneous echotexture, measuring 68x33x44mm with volume 51 cm3. Homogeneous (endometrial epithelium), measuring 0.3 cm. Right ovary: regular contours and homogeneous echotexture, 24x12x19mm and volume 4cm3. Linear. Hyperechoic image in both adnexal regions (contraceptive device). [X-ray] on (B)(6) 2020: showing devices bilaterally. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-jul-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("after the insertion of essure, symptoms began, such as pain, bleeding") in a 45 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Concurrent conditions were listed as uti and pelvic pain female since 2020 as well as uterine inflammation. In 2015, the patient had essure inserted. Essure was removed on (B)(6) 2021. On unknown date she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("after the insertion of essure, symptoms began, such as pain, bleeding"), back pain ("lower back pain"), headache ("head pain"), metal poisoning ("increase in nickel in the body"), abdominal pain lower ("lot of cramping"), abdominal distension ("swelling in the abdominal area") and inflammation ("inflammation"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, genital haemorrhage, headache, inflammation, metal poisoning and pelvic pain to be related to essure administration. The reporter commented: it is believed that after years of medical negligence, it was found that the pelvic and lower back pain were directly linked to the use of contraceptives, however, due to medical negligence in advising the urgent withdrawal of the contraceptive, the patient suffered irreversible damage to her uterus and tubes, which had to be withdrawn concomitantly with the essure contraceptive. The patient underwent preventive exams and prior to the insertion of the contraceptive, enjoying good health, not presenting any contraindication for the method, informs that after the surgery, the patient began to present a series of anomalous events, such as excessive bleeding, pelvic pain, in the lower back and head. The patient reported her complaints in the following consultations, and any accident with essure was ruled out, meaning she did not receive any medical support or efficiency. It is believed that after years of medical negligence, it was found that the pelvic and lower back pain were directly linked to the use of contraceptives, however, due to medical negligence in advising the urgent withdrawal of the contraceptive, the patient suffered irreversible damage to her uterus and tubes, which had to be withdrawn concomitantly with the essure contraceptive. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan vagina] on 05-sep-2020: normopositioned avf (anteverted anteflexed uterus) uterus with regular contours, homogeneous echotexture, measuring 68x33x44mm with volume 51 cm3. Homogeneous (endometrial epithelium), measuring 0.3 cm. Right ovary: regular contours and homogeneous echotexture, 24x12x19mm and volume 4cm3. Linear. Hyperechoic image in both adnexal regions (contraceptive device). [X-ray] on 24-jul-2020: showing devices bilaterally based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.